Event description:
It was reported that the user administered 4 units of subcutaneous insulin by pen while remaining connected to the ilet pump to address elevated blood glucose, and a representative advised disconnecting from the pump, which the user and caregiver declined. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form or subcutaneous insulin pen. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.